Manufacturer narrative:
No product was returned for evaluation. Based on past experience with the hmii lvas and similar reported events, the motor stoppage events that were confirmed through the analysis of the submitted system controller log file could be indicative of an issue with the driveline. The submitted log file contained data from (B)(6) 2016 at 22:49:51 through (B)(6) 2017 at 06:33:43. The fixed speed was set to 9000 rpm for the duration of the log file and the pump speed remained above the low speed limit until (B)(6) 2017 at 22:33:52. The pump struggled to maintain the fixed speed from this time until (B)(6) 2017 at 02:24:26. The patient was supported by the power module during these events, which included multiple motor stoppages. The low speed hazard alarm was active intermittently during these events and low flow hazard alarms were captured on (B)(6) 2017 from 02:24:21 to 02:24:30. The motor stoppages (pump speed of 0 rpm) occurred at (B)(6) 2017 at 22:33:57, (B)(6) 2017 at 02:12:32, and (B)(6) 2017 from 02:24:17 through 02:24:26. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device 1 year and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient reported that low flow alarms sounded and review of the device history screen by the customer revealed low speed events. The patient was reported to be asymptomatic. The manufacturers technical service representative reviewed the submitted log file and observed motor stopped events on (B)(6) 2017 which only appear to have occurred while the pump was connected to the power module. This type of behavior may be indicative of a short-to-shield condition. X-ray images submitted appeared to show an area of concern near the pump end bend relief. The patient was provided with an ungrounded power module patient cable to use indefinitely for use while on power module support. The patient and pump function will continue to be monitored. No further issues were reported.